Event description:
Breast implants (B)(6) 2010. Silicone under muscle. Natrelle - allergan. Night sweats, acne, gi issues, dry skin, anxiety, depression, dry eye, heart palpitations, thyroid disease, heavy menstrual, back pain, arthritis, red eye, shortness of breath, fatigue, rash. FDA safety report ID # (B)(4).